Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacing lead impedance was out of range. It is not known what action has been taken by the physician other than that provocative testing was not performed. Patient is doing well.